Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381811 and lot number 4208538. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter, translated from french to english: the problem we encountered was as follows: the nursery nurse who came to fit a kt and take a blood sample from a baby tried to retract the kt by pressing the white button, but it didn't retract. Unfortunately, the device in question has been thrown away. (B)(6) 2025. Has the patient or user been harmed? If so, please explain. The baby was simply stung again (fragile veins) but without consequences for him. Could you specify the date of the event? January 3, 2025.